Event description:
It was reported to philips that the device displayed an x on the screen and does not work. The device was in clinical use for patient at the time of the event, but there is no reported patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.